Event description:
The customer called to report that the cannula "came out during the night." When she work the following morning, her bg levels had risen to "over 500 mg/dl." No reason was provided as to how the cannula may have become displaced. No additional information about the pod or the event was provided. The pod is unavailable to be returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine whether any malfunction or other product condition could have contributed to the customer's high blood glucose. No mechanical issue can be confirmed. The omnipod system user guide warns: " check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." A review of lot qualification records was performed - the lot passed the acceptance criteria.